Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right total hip was revised due to instability.

Event description:
It was reported that the patient's right total hip was revised due to instability. Update based on medical review: "the patient was taken to the operating room (B)(6) 2020. Preoperatively, the diagnosis was recurrent dislocation right hip and acetabular malposition. But aseptic loosening of the acetabulum added to the postoperative diagnosis." & "adverse event identified : revision surgery due to hip instability. Possibly the result of acetabular loosening and liner fracture".

Manufacturer narrative:
An event regarding joint instability/ recurrent dislocation involving a cancellous bone screw was reported. The event was confirmed by clinician review. Medical review also revealed acetabular loosening. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: instability of the hip was confirmed as was the revision surgery. The cause for the instability may be better assessed with review of sequential x-rays to evaluate the position of the acetabular component and changes thereof. Obtaining the implant may provide insight into the mechanism of failure of the polyethylene and failure of the cup to in-grow. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: clinician confirmed the reported hip instability. Clinician review revealed that the hip instability is possibly the result of acetabular loosening and liner fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as sequential x-rays to evaluate the position of the acetabular component and changes and evaluation of the devices are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.